Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. The patient weight was requested but was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve ((B)(4)) into a calcified native valve with calcium running into the left ventricular outflow tract (lvot), the valve dislodged upon deployment and was implanted low resulting in moderate to severe paravalvular leak (pvl). A second valve ((B)(4)) was successfully implanted valve in valve, resolving the pvl. No adverse patient effects were reported.